Event description:
It was reported that during implantation the physician observed a "kink" and a break in the polyurethane of the lead. The inner conductors looked disjointed and exposed as well. It was removed and replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during implantation the physician observed a "kink" and a break in the polyurethane of the lead. The inner conductors looked disjointed and exposed as well. It was removed and replaced. No patient complication was reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was observed on the proximal conductor. All conductors were distorted and damage at implant was noted.